Event description:
The customer reported to olympus two connecting tube broke during preparation for usage in an unspecified procedure. Attempts to retrieve additional information from the customer are in progress. There were no reports of death, harm or injuries related to this event. Case with patient identifier (B)(6) reports the maj-2111 used in the procedure.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The suspected device was not returned in its original packaging. It was observed that one of the reprocessor side connectors and the locking lever is missing and was not returned for evaluation. The connecting tube could not be connected to reprocessor because of breakage of the locking lever. The connecting tube was inspected, and it appears there are no cracks, breaks, rips, or attached debris, however there is a minor circular mark found on the tubing. The slide adapter section on the endoscope side connector was examined and there are minor scratches which is consistent with use. Further inspection confirmed the four balls were in place and the bottom of the connector sticks out from the slide adapter section. The remaining locking lever was manipulated to confirm it was properly attached functioning properly. The pin was inspected and is free from bends or breaks. The endoscope side was connected to test device cf-q160s and verified it was able to attach and detach with no issues. It was noted the device is unable to be attached to the reprocessor side due to the locking lever is missing and not returned. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event can be detected/prevented by following the instructions for use which state: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Based on the results of the investigation, the root cause of reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus two connecting tube broke during reprocessing. There was no patient involvement.